Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The investigation is inconclusive as the sample was not returned. The definitive root cause for this event is not known. The current IFU (instructions for use) on potential complications states: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.

Event description:
It was reported that a vena cava filter allegedly had 3 arms fractured and 2 legs crossed. The patient presented herself at the physician's office complaining of lower back pain. X-rays were taken and the filter allegedly had fractured and twisted limbs. It is not known why or when the filter was placed. No intervention is planned at this time.